Manufacturer narrative:
(B)(4). Concomitant medical product: 00590102000 - headless trocar drill pin 3.2 mm diameter 75 mm length - 64263779. Report source: (B)(6). Visual examination of the returned product for part 42539905185 exhibits signs of repeated use (nicked, gouged, burrs). The drill pin remained lodged and a dimensional analysis could not be performed. Visual examination of the returned product for part 00590102000 exhibits signs of repeated use (nicked, gouged, bent) and hex feature and tip is damaged. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee surgery, the pin would not release from the guide. The surgery was finished with the correction cut block. No known adverse event was reported. Attempts have been made and no additional information has been provided.